Event description:
It was reported that this right ventricular (rv) lead exhibited a high shock impedance measurement greater than 125 ohms. Technical services was consulted and recommended evaluating both lead and implantable cardioverter defibrillator (ICD) integrity. Additional electrical integrity testing and x-ray imaging were unremarkable. The patient will follow-up in two months and if at that time the impedance value remains high, the physician will consider device replacement. No adverse patient effects were reported. This ICD system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.